Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24391. It was reported the patient stopped receiving pain relief from her pns (off-label) system. The patient stated she can feel the stimulation, but it is not relieving her pain. An sjm representative met with the patient and reprogrammed her scs system, but it did not help. The patient's physician ordered blood work and a CT scan, however, the results were not definitive. The physician suspects there may be some type of infection. Follow-up identified the patient's spine surgeon does not believe there is an infection, but has ordered an additional scan with blood work, to be safe. The patient has turned her system off and will give the stimulation a rest.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.